Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was an unknown alarm; however, a system error 2042 was identified during a review of the event history log. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received functional and electrical testing and a visual inspection. The cause of the condition was determined to be intermittent operation of the pump assembly due to worn internal parts. The pump assembly was reworked to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.